Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. The console was swapped out, but the issue continued. The customer continued therapy, and tried more frequent fills every 20 minutes. The iab was then repositioned several times, however, the alarm continued. After continuing therapy for several days with the alarm sounding, the iab was removed and tested by the customer. There were no kinks or leaks found and the iab was then said to be working without a gas loss alarm. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. The console was swapped out, but the issue continued. The customer continued therapy, and tried more frequent fills every 20 minutes. The iab was then repositioned several times, however, the alarm continued. After continuing therapy for several days with the alarm sounding, the iab was removed and tested by the customer. There were no kinks or leaks found and the iab was then said to be working without a gas loss alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. No physical damage noted. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump for two hours, which represents one complete autofill cycle. The iab pumped normally and no alarm sounded. The evaluation could not duplicate the reported problem. However, further evaluation of the initially provided photos show a gas loss message appeared on the pump screen. Due to this, the evaluation confirmed the reported problem. We were unable to determine how this may occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).